Event description:
It was reported that noise resulting in oversensing, and inappropriate mode switching was observed on the right atrial (ra) lead. Ra insulation damage was suspected to be the cause of the event, however, this was not confirmed via diagnostic imaging. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.